Event description:
It was reported the pt experienced acute pain at lead site in the neck and swelling at their brow line following a "blow" to the head. The pt also reported a lot of tension where the leads are placed, but the symptom relief was "just fine though". Additional info has been requested, a follow-up report will be submitted if additional info becomes available.